Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right atrial (ra) lead exhibited noise and low pacing impedance measurements. The physician elected to explant and replace the ra lead during a scheduled explant procedure. The patient was stable throughout.

Event description:
Additional information received notes there was insulation damage on the atrial lead.